Event description:
Reportedly, after the ventilator was powered up, the alarm sound was weak. When the alarm loudness was set at 10, the alarm was hardly heard. When the alarm loudness was set at 5, there was no alarm sound. The sound board was replaced with a new one and this problem was fixed. The reported problem was found by the distributor during the testing. If it were to recur, a user would not hear the audible alarm and would likely cause or contribute to a serious injury. Please note that there is no patient involved in this case.